Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/25/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved contributed to the adverse events described in the article, specifically: infection, antibiotics and local wound care? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl suture?

Event description:
It was reported in a journal article that the patient underwent a continent catheterizable vesicostomy procedure between (B)(6) 2014 and (B)(6) 2015 and the suture was used. The reflected anterior bladder flap was tubularized in two layers over a catheter with interrupted suture. Next, the inferior portion of the bladder was closed in two layers, with running suture just distal to the tubularized flap. The tubularized portion was passed through the incision in the umbilicus and matured into a catheterizable stoma using interrupted suture with a catheter in place. It was also reported that the patient experienced a superficial wound infection treated with antibiotics and local wound care. Additional information has been requested.